Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of stones. During the procedure the scope was introduced to the duodenum and the patient was cannulated. After a guidewire wire was advanced into the duct, visualization was lost. The controller was power cycled, and the scope was unplugged. Visualization was not regained. A second exalt model d scope was used to complete the procedure. There was no patient complications reported as a result of this event.